Manufacturer narrative:
The following information was not provided by the customer: patient age and date of birth, patient sex, patient weight, patient ethnicity, patient race. This harm was not considered to be an adverse event since the incident did not result in death or serious injury and does not have the likelihood to result in death or serious injury to a customer. This is being reported out of an abundance of caution and as per guidance by an FDA inspector who advised that the FDA might be interested in the data for trending purposes. Date of event- this information is unknown as it was not provided by the customer. The lot number for product ematd12010 is td040318. The lot number for product emabn2 is bn2050918. The lot number for product emabp is bp050918, emast is not available, this information was not provided by the customer. Expiry date for ematd12010 is apr/03/2021. Expiry date for emabn2 is may/09/2021. Expiry date for emabp is may/09/2021. Expiry date for emast19bf is not available, this information was not provided by the customer. UDI # for emast is not available, this information was not provided by the customer. The date that the custom fit device was made is unknown. No information was provided by the dental laboratory. Other note: the incident occurred in 2021 but the initial importer and manufacturer were only made aware in june 2022.

Event description:
The distributor, (B)(4), received a report that a patient had an allergic reaction to his/ her ema device. Myerson's ema devices are used to help treat sleep apnea disorder. It is unclear when the patient first received the device, when the reaction occurred and how long the symptoms lasted. The patient experienced a rash on the gingiva area.